Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6-4mm amplatzer duct occluder was selected for implant on (B)(6) 2025 using a 6f amplatzer torqvue delivery system to treat a patent ductus arteriosus (pda). Both devices were prepared per IFU. During the procedure the occluder was partially re-captured once. When the occluder was placed on the pda the occluder took on an extended shape. The occluder was not released from the delivery cable. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. Both the occluder and delivery system were removed from the patient and replaced with a new 8-6mm amplatzer duct occluder and 6f amplatzer torqvue delivery system. The user believed the occluder deformation may have been related to the connection to the delivery cable. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two photos were provided which appeared to show bulbous deformation on distal disc when deployed through the loader on the operation table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. However, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.